Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus india. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc concluded that the reported phenomenon (the emergency lamp indicator blinked) was attributed to the failure of the emergency lamp. From the investigation result, omsc could not determine the cause of the failure of emergency lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the emergency lamp indicator lit up and emergency lamp did not work due to the failure of the emergency lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during routine inspection, the emergency lamp indicator lit up which indicated that the emergency lamp was in use. The examination lamp worked properly. There was no report of patient injury associated with the event.